Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ b.2, b.5, h.1 and h.6 revised as medical safety review/death information was not reported on the initial manufacturer device report number 1220648-2024-07195. The exact date of death is unknown. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2024-07195 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-07195 and should not have been. G.1 reporting contact facility name and fax number were inadvertently left off the previously submitted manufacturer device report number 1220648-2024-07195 and were added. H.6 code 925 was added since the initial submission of manufacturer device report number 1220648-2024-07195 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-07195 in accordance with updated procedures.

Event description:
Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's (death) outcome.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. Cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old male patient was being implanted with an impella cp device for mechanical circulatory support. Once the pump was implanted, the patient coded and cardio-pulmonary resuscitation (CPR) was performed. The patient crashed while on extra-corporeal membrane oxygenation (ECMO) and an angiogram was done. The right coronary artery was opened but the physician was unable to engage the left coronary artery. The patient was sent for a cardiac computed tomography angiography (cta) scan where an aortic dissection was noted. The patient was too sick to undergo surgery, therefore the family chose to withdraw care.